Event description:
It was reported that the patient has shortness of breath, weakness and a rash of purple dime sized spots developed over the implantable pulse generator (ipg) area and spread across the body. Per the patient, the device was not implanted submuscular and it moves under the skin to under the arm area. The patient was treated with a twelve day course of antibiotics and will be worked up to rule out a metal allergy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).